Manufacturer narrative:
No device was returned to olympus for evaluation. The serial number of the device referenced in this report is unknown, therefore, the manufacturing date cannot be determined at this time. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The root cause of the user¿s report cannot be conclusively determined; however, based on the legal manufacturer¿s investigation, the most likely causes for the reported phenomenon (distal end cover falling off) are as follows: (1) the distal end cover was inappropriately attached to the endoscope. (2) distal end cover has a crack and/ or pinhole. (3) chemical solutions such as anti-fog agent adhered to the distal end cover, which cause the distal end cover to break. The device instruction manual includes the following caution and warning statements: ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges". "Inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed". Attaching accessories to the endoscope: attaching the single use distal cover: ¿do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. Detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories¿.

Event description:
It was reported the single use distal cover came loose during an endoscopic retrograde cholangiopancreatography (ercp) when withdrawing the duodenovideoscope. It was reported the device was found in the patient's bite block. Later, the customer provided additional information that the distal cover was actually found in the patient's esophagus and additional devices were needed to retrieve it. It was reported no death, injury, or infection occurred. Medwatch report (B)(4) was received from the FDA providing further information. The following was stated in the medwatch: "following an ercp, when physician pulled out the scope (tjf-q190v), it was noticed that the single distal cover (maj-2315) was missing. Cap initially not found when searching the immediate area. When the crna was getting ready to extubate. The plastic cover was found in the bite lock. Physician used the forceps and pulled the single distal cover out". This report is related to patient identifier (B)(6), which was reported under MFR. Report number (B)(4).